Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 5/24/07, this medical affairs specialist (mas) spoke with a patient/layperson regarding his alleged inaccurate high result with his ultra meter followed later with low blood glucose. Info obtained by a customer service associate (cca) also was confirmed. Results are in correct uom, mg.dl. The pt tested at 9:30 a.m, thirteen days earlier before eating a bowl of "honeycomb cereal" and taking his usual 10 units novolog. He does not recall his bg result. His regime also includes 22 units lantus at midnight every night. Around 1:00 p.m pre-lunch, he obtained "250", after which he took 15 units of novolog (10 units plus 5 more based upon the result) and then ate "probably a meat and cheese sandwich with a bowl of soup and milk." Following lunch, he worked in the yard. Three hours later, feeling confused, warm, and shaky (his usual sign of low blood glucose), he tested with results of "129, 103, and 123." Because results seemed high for his symptoms, he drank 3/4 cup cranberry juice and ate several mini-marshmallows. Following the self-treatment, he felt better. All tests had been taken with strips from the same vial, whose lid had been left "slightly ajar the night before." The pt also obtains his blood sample from an area behind and above his knees on the thigh because his fingers are sore from several yrs of testing. He was advised that the leg had not been approved. I discussed strip storage and alternate site testing, referring him to the owner's manual. Product was replaced. The pt admittedly did not tightly close the teststrip vial cap, allowing the strips to be subject to moisture and air overnight. He also obtained blood from the leg, an area that is not an approved sample site for testing. However, because the pt alleged, he injected extra novolog insulin based upon his lunchtime blood glucose, and three hours later experienced hypoglycemic symptoms with normal results that were alleviated with food, the complaint is classified as an adverse event.